Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exam used in the procedure was received by medtronic personnel for evaluation. It was reported that the 3d model had good skin quality. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. It was noted that the imprecision was three millimeters. The site elected to take the imprecision into account and continue with the procedure. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was delay between ten to fifteen minutes as the surgeon needed to register and drape the patient.